Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump shutdown unexpectedly. Pump history did not showed any low power alerts. No other alert or alarm related to shutdown was observed. Pump was plugged in and pump turned back on. Customer blood glucose was 120 mg/dl.